Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose reading was 40 mg/dl. Customer treated for their low blood glucose with food. The customer current blood glucose was 73 mg/dl and other blood glucose was 65 mg/dl. Customer using the insulin pump system within 48 hours of reported low blood glucose event. The insulin pump will not be returned for analysis.